Manufacturer narrative:
Concomitant medical products: 407652, lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right ventricular (rv) lead integrity alert (lia) triggered due to high rate non-sustained episodes and sensing integrity counter sensing integrity counter (sic). There was oversensing observed, and a lead fracture suspected. The lead was cut, capped and replaced. No patient complications have been reported as a result of this event.